Event description:
It was reported that the pt had a loss of therapeutic effect since (B)(6) 2010. The pt had a new pump placed in (B)(6) 2011. An x-ray was performed on (B)(6) 2011 and a fractured catheter was discovered. The drug used in the pump at the time of the event was not reported. Additional information has been requested: a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the patient didn't feel she was getting much of the medication in her pump. The patient felt that she went through withdrawal and has not been getting much of the drug since due to the catheter state. Per the patient she was planning to have surgery to replace the fractured catheter. The patient was looking for a physician to manage their care. The pump was delivering hydromorphone.

Event description:
It was further reported that the patient¿s pump was refilled over a year ago with saline and did not believe her physician when she was told her pump at minimum would last until 2018. The patient reported that the catheter fracture was still not fixed and she continued to find a physician that could refill her pump.

Event description:
Additional information: patient experienced symptoms of urinary frequency, loss of bladder control following the catheter fracture. It was stated that the fracture had occurred about 2 years ago, was tested and confirmed". Healthcare provider (hcp) had left the fractured catheter in at this point. It was further reported that patient was to have an MRI to check for granuloma. Patient had an appointment with another hcp on (B)(6) 2012. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).